Event description:
It was reported that a patient underwent a left ventricular vt ablation procedure. The patient had a sizable aneurysm near the apex. A detailed geometry of the patient's heart was created using the sjm ensite system followed by an extensive voltage map to isolate areas of slow conduction and possible ablation sites. The physician began ablating the left ventricle with a non-sjm catheter on what was believed to be the outer edge of the aneurysm. After a few minutes of ablation in sites with close proximity to each other, the patient's blood pressure decreased and a tee determined that the patient had a pericardial effusion. A pericardial tap was performed. At the time of the procedure, the physician did not attribute the perforation to the ensite system. Two days later, catheter distortion was noted on the ensite system when compared to the fluoro image. The non-sjm catheter appeared to have a minor curve to it when connected via the quick connect cable to the ensite system that wasn't apparent on the fluoro image. At this point, the physician questioned whether or not the quick connect cable could have contributed to the perforation.

Manufacturer narrative:
The components of the device were not returned to st. Jude medical. The cause for the reported pericardial effusion remains unk.